Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced 2 inappropriate shocks. It was noted this s-ICD was skipping a beat and required reprogramming at that time. When the last shock occurred this patient was working and was sweating and hot and felt that this shock was much stronger than a typical shock, in which they referred to the feeling of being electrocuted. This s-ICD remains in service. No adverse patient effects were reported.